Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed because the part number and lot number were not provided. Based on the available information the cause of the reported mitral regurgitation (mr) cannot be determined. The reported mr is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances there is no indication of a product quality issue with respect to manufacture, design, or labeling. The UDI is unknown due to the part/lot number was not provided.

Event description:
This is filed to report the increased mitral regurgitation. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2020 to treat mitral regurgitation (mr). On (B)(6) 2022 the patient presented with progression in mr. No additional information was provided.